Event description:
It was reported that during procedure, the guidewire was unable to be pulled out of the electrode wire. The wire was washed with heparin saline solution multiple times to verify if the guidewire was normal. Lead was not implanted and a new lead was implanted. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Guidewire insertion test found no obstructions or restrictions when inserting and removing the guidewire.